Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal (sn: (B)(4), +22.0d) has been returned to rxsight and is currently undergoing evaluation. Manufacturer reference #: 1660.

Event description:
The site reported that a light adjustable lens (lal) was explanted due to the patient being dissatisfied with the refractive outcome. Rxsight's first awareness of the event was on (B)(6) 2022.